Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were oversized and were causing a s shape deformity and painful inflation in the patient. An ipp revision surgery was performed in which the cylinders and pump were removed and replaced. There were no further complications.